Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found gel in ise (ion selective electrode) tubing. The fse cleaned the gel from ise tubing, replaced the sodium, potassium, and chloride electrodes which resolved the issue. The fse determined the primary cause of issue was due to faulty sodium electrode. No further issue was noted after part replacement. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneous low patient results for sodium (na). . The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.